Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
A catheter "drop off" was reported. The catheter was replaced. At the replacement, dr found out the v-wing anchor was broken. The drug delivered was gabalon (baclofen).